Event description:
In this event a doctor reported that a patient was burned on the lip after coming into contact with an estylus 1:5 handpiece head that allegedly overheated. The doctor prescribed a prescription mouthwash to treat the burn.

Manufacturer narrative:
Per the FDA public health notification: patient burns from electric dental handpieces, issue december 12, 2007, "burns may not be apparent to the operator or the patient until after the tissue damage has been done, because the anesthetized patient cannot feel the tissue burning and the handpiece housing insulates the operator from the heated attachment." Because a serious injury occurred, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.